Event description:
It was reported that during follow-up it, episodes of noise was observed. Eternalized conductor was noted via review of x-rays. No electrical anomalies were detected. It was determined that the source of the noise occurred during a procedure; patient was implanted with a neurostimulator. Patient will be monitored. Patient was good after event.